Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2021 with symptoms of dizziness and lightheadedness. During examination of lead, it was noted that the right ventricular (rv) lead had noise along with no capture threshold which led to inhibition of pacing. The physician reprogrammed the lead and scheduled a rv lead revision procedure for (B)(6) 2021. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure.